Event description:
It was reported the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 54 mg/dl. The patient was in a vehicular accident and was the driver. The patient was admitted on (B)(6) 2015. The customer passed out while driving. The customer stated that it was her fault she didn't eat after she bolused. The customer is still on the insulin pump and advised to monitor, call back if problems persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.